Manufacturer narrative:
Investigation: bd received samples from the customer facility from lot 9149800 for investigation; no samples were received from lot 9154641. The samples were draw tested and the customer's indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for both incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube push off occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "correction: this is happening with the 23g butterfly only - ref 367342; lot 9154641, exp 5/31/21". Verbiage received, (B)(6) 2019 - "hi, I am troubleshooting a particular issue that my staff has brought to me. They are communicating that the lithium heparin with gel separator tubes fail to fill or pop off of the needle when using a 25g butterfly. I am not sure if this is unavoidable due to variables related to vein size/needle size, but they say there has been a recent increase in this issue. I just wanted to check in and see if anyone else is complaining of similar issues." 1 of 2 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that tube push off occurred with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "correction: this is happening with the 23g butterfly only - ref 367342; lot 9154641, exp 5/31/21". Verbiage received, (B)(6) 2019 - "hi, I am troubleshooting a particular issue that my staff has brought to me. They are communicating that the lithium heparin with gel separator tubes fail to fill or pop off of the needle when using a 25g butterfly. I am not sure if this is unavoidable due to variables related to vein size/needle size, but they say there has been a recent increase in this issue. I just wanted to check in and see if anyone else is complaining of similar issues." 1 of 2 complaints.